Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot number gd882613 with no exceptions or issues observed related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination that resulted in peritonitis on an unknown date. The patient was hospitalized (B)(6) 2011. Treatment was not reported. The patient was discharged (B)(6) 2011. The patient recovered from the event of peritonitis. The outcome of the event of patient made mistake/touch contamination was not reported. On an unreported date, dianeal therapy was withdrawn. The nurse believed the event of peritonitis was caused by the event of patient made mistake/touch contamination and was not related to dianeal therapy.